Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited no power; the power was lost in the middle of a diagnostic roboric ion procedure. The procedure was completed with a similar device. There were no reports of patient harm.